Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple unspecified alarms occurred. The user¿s blood glucose level was not impacted. Replacement cartridges were sent to the user and the user continued to use the pump.